Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 2.5 hours of treatment, the patient was disconnected from the blood circuit to go to the toilet. When the patient returned, the venous lumen was disinfected using a cotton ball soaked with alcoholic chlorhexidine prior to connection back to the blood circuit. At that time, the venous lumen's luer adapter snapped off or detached. The catheter was not repaired; there was no leak, and alcoholic chlorhexidine was the cleaning agent used on the device. The insertion site was treated prior to product placement. Nothing unusual observed on the device prior to use. Flushing was done prior to use and nothing abnormal noted. Standard bloodlines and syringes were the other products being utilized with the device. The insertion site was treated with alcoholic chlorhexidine prior to product placement. Treatment was ceased, and the catheter was replaced in an invasive procedure the next day. Treatment continued as usual once catheter had been replaced. The patient did not receive any further medical intervention other than the replacement of the catheter. There was no blood loss. Blood transfusion was not required. There was no reported patient injury.

Event description:
According to the reporter, after 2.5 hours of treatment, the patient was disconnected from the blood circuit to go to the toilet. When the patient returned, the venous lumen was disinfected using a cotton ball soaked with alcoholic chlorhexidine prior to connection back to the blood circuit. At that time, the venous lumen's luer adapter snapped off or detached. The catheter was not repaired; there was no leak, and alcoholic chlorhexidine was the cleaning agent used on the device. The insertion site was treated prior to product placement. Nothing unusual observed on the device prior to use. Flushing was done prior to use and nothing abnormal noted. Standard bloodlines and syringes were the other products being utilized with the device. The insertion site was treated with alcoholic chlorhexidine prior to product placement. The customer used a different brand instead of tego (which was a tradename for a neutral displacement device). Treatment was ceased, and the catheter was replaced with a competitor's product in an invasive procedure the next day. Treatment continued as usual once catheter had been replaced. The patient did not receive any further medical intervention other than the replacement of the catheter. There was no blood loss. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: a4, b5, d6b, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city, MFR region, country code, postal code), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter in use. The venous luer adapter was damaged and the proximal end had snapped off. It was reported that the luer adapter detached from the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to excessive tightening during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.